Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: bloodlines failed due to air in lines. User stated that they tried a few devices from each box and that none of the worked properly.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in original packaging was provided for investigation. Upon evaluation of the unit, the set was determined to be assembled per specification when compared to the blueprint drawing of the reported catalog. Luer taper testing was performed with passing results. Leakage testing was performed by creating a closed system between the arterial and venous portion of the sets, testing them utilizing air under water. No leakage was observed. The reported issue was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.